Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding patient date of birth/age, weight, and date of vad implant. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports and the serial port. Additionally, the serial cap was missing. These are additional findings not related to the reported event. The most likely root cause of the observed contamination and missing serial cap can be attributed to the handling of the device. Visual inspection did not reveal any signs of contamination within the driveline connector. Internal inspection did not reveal any anomalies. Supplemental testing revealed that the controller¿s driveline connector functioned as intended with no anomalies observed. Log file analysis revealed that the controller was the primary controller, initially in use during the reported event date. Log file analysis associated with the controller revealed a controller power up with associated motor start event recorded on (B)(6) 2021 at 15:26:16. The data point prior to the loss of power revealed that a battery was connected to power port one (1) with 94% relative state of charge (rsoc) and another battery was connected to power port two (2) with 94% rsoc. The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and the second battery was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for 11 seconds. Review of the alarm log file associated with the controller revealed eight (8) electrical fault alarms, three (3) high watts alarms, two (2) vad stopped alarms, and three (3) vad disconnect alarms logged on (B)(6) 2021. Twelve (12) reactivation events between at 01:56:18 and 02:15:34 due to open phases on the rear stator, resulting in single stator operation. Five (5) electrical fault alarms between 01:56:22 and 02:15:59, due to open phases in the rear stator and rear stator not connected, resulting in single stator operation. This likely triggered the subsequent high watt alarms due to the increased power consumption required to run on a single stator. Review of the controller log files associated with the controller also revealed a controller power up event was logged at 02:15:59. The data point prior to the loss of power revealed that a third battery was connected to power port one (1) with 84% relative state of charge (rsoc) and the first battery was connected to power port two (2) with 23% (rsoc). The data point recorded after the loss of power revealed that the third battery was connected to power port one (1) and the first battery was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for 11 seconds. A vad stopped alarm was logged at 02:16:57, indicating a failure of the pump to restart after multiple attempts. This was followed by additional electrical fault alarms and reactivation events due to open phases in the rear stator, an additional vad stopped alarm indicating a failure of the pump to restart after multiple attempts, vad disconnect alarms indicating a physical disconnection of the driveline from the controller, and a controller power up without a motor start event, likely due to troubleshooting of the controller during the reported controller exchange. Log file analysis associated with the controller revealed a controller power up event logged on (B)(6) 2021 at 02:47:20. Based on the event log file, the controller last had power on (B)(6) 2020. Review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point logged since (B)(6) 2020 was logged at 02:47:53 on (B)(6) 2021, indicating that the power up event occurred during the controller exchange. This was followed by a successful motor start event recorded on (B)(6) 2021 at 02:47:32. Log file analysis associated with the controller also revealed sixty-four (64) low flow alarms were logged between (B)(6) 2021. Of note, the low flow alarm threshold setting in the controller was updated on (B)(6) 2021 at 11:03:47, after which no additional alarms were logged. Additionally, log files associated with the controller revealed (1) low flow alarm on (B)(6) 2021 at 07:36:53. As a result, the reported events were confirmed. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed, and incorrect setting of alarm thresholds. Based on risk documentation and the available information, a possible root cause of the reported electrical fault alarms, the observed reactivation events, and the reported high watt alarms can be attributed, but not limited, to a marginal driveline connection and/or contamination by foreign material of the driveline connector. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. The vad was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6) d9: yes, return date: 02-dec-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g04020, g04034 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c070603, c15 h6: FDA conclusion code(s): d15, d10, d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental correction is being submitted for inclusion of this event as being in-scope for recall with z-0946-2021. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2020 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 24-jun-2019. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited an electrical fault alarm and high watt alarm followed by a vad stop. An unexpected loss of power on the controller was also noted. It was believed there was a partial disconnect of the driveline. The controller was exchanged. The vad appeared to be functioning fine following the exchange, and there were low flow alarms because the alarm was different. The vad remains in use. No patient complications have been reported as a result of this event.